Event description:
It was reported the switch-case began to emit sparks and the outer plastic case melted.

Manufacturer narrative:
It was reported the switch-case began to emit sparks and the outer plastic of the switch-case melted. Examination of the internal components of the switch revealed that a heat-sink had contracted a resistor and resulted in a short, but we were unable to determine how the components had become dislodged. We will continue to investigate this issue with our supplier.